Event description:
The customer reported bellavista1000e having alarms 388 - no o2 dosing possible and 271 o2 supply fail - no o2 dosing possible. Furthermore, the reporter stated that the issue probably has patient involvement, but the customer did not provide the information.

Manufacturer narrative:
The suspect device was not returned for investigation. However, vyaire medical was able to determined the root cause as due to insp block - o2 pressure limiter. The o2 pressure regulator output pressure overshoot at low flow rates (<1 lpm) at o2 supply pressure between 3.2 and 4 bar. This is a known manufacturing quality issues (restriction of the p2 regulator hole caused by injection molding deburrs during manufacturing / non-linear coil windings / use of too much grease) of the imi pressure regulators. New alarm criterion avoiding triggering of alarm 388 in such low-flow conditions implemented since software v6.0.1600.0. The o2 supply pressure when alarms 388 were triggered: 3.3 to 3.8 bar. As a resolution, vyaire medical advised customer that the inspiration block needs to be replaced. Software patch 12 is installed and the unit worked properly according to its specs.